Event description:
Title: intra-individual comparison of long-term outcomes between combined and indirect bypass surgery in adult moyamoya disease. The aim of this study is to present the 896 patients who underwent 1084 bypass surgeries between 2007 and 2021, 24 patients with mmd who underwent combined bypass on one side and indirect bypass on the other side were ultimately enrolled in this study. Prolene suture (eth) was used to anastomosed in an end-to-side fashion of the sta and distal mca. Reported complications: prolene suture (eth). Combined bypass (n=24). Cerebral hyperperfusion syndrome (n=7). Treatment: not reported. Cerebral infarction (n=3). Treatment: not reported. In conclusion, combined bypass may be a more effective treatment option for mmd based on its higher revascularization area and favorable hemodynamic results compared to indirect bypass in the same patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: acta neurochir (wien). 2025 jan 9;167(1):7. Https://doi.org/10.1007/s00701-024-06391-6 pmid: 39786449; pmcid: pmc11717893.